Event description:
A chloraprep 10.5 ml applicator was contaminated with a brown spot running through the foam that looks like dirt. It was unopened and found before it was used for a patient. The chloraprep had been removed from the original box.